Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the device was sent to infusystem for recalibration, upon servicing infusystem noted that pump was defective due to error code 77. No patient injury was reported.